Event description:
The device was used during a lap appendectomy procedure. Reportedly, the trocar seal and valve broke from the instrument upon insertion of instruments. No patient injury reported.

Manufacturer narrative:
Device not received for evaluation.